Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On march 27, 2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was also received that indicated that the implant was also ruptured.

Manufacturer narrative:
On march 5, 2026, mentor received additional information that indicated that the patient's implant was replaced with a mentor gel implant.

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two 325cc mentor memorygel breast implants. Post-operatively, the patient developed right breast capsular contracture (baker grade IV). As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2026.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2026. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).